Event description:
It was reported that a patient recently passed away and their family is in possession of the vns device and would like to have it checked for unknown reason. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Additional information received noting that the explanted device is available for return. The explanted generator has not been received by product analysis to date.

Event description:
Additional information received noting that vns therapy provided seizure reduction for the patient and the patient was receiving therapy at the time of death. The patient passed away on (B)(6) 2025 due to sudep and the generator was explanted after death but the date of explant is unknown as the explant was done by the funeral home. The cause of death was assessed as not related to the vns. The patient's parent reported the patient was fine the day before and then the next day when her dad went to wake her up for school the patient was still and had already passed.

Event description:
The suspect device was received to undergo product analysis. An interrogation, a system diagnostic test, a wandcomm vbat diag, the output was monitored for more than 24 hours, and a comprehensive automated electrical evaluation (shows an ifi (intensified follow-up indicator) =no condition) was performed. There was no performance, or any other type of adverse conditions found with the pulse generator. There was no performance, or any other type of adverse conditions found with the pulse generator.